Manufacturer narrative:
End-user called in and stated that in the month february after getting out of bed with her walker she attempted to transfer into her wheelchair. She stated she began to move backwards to get in the chair the chair's brakes gave way and the she began to fall sideways. She stated she was unable to catch herself from the fall due to a previous medical condition with her right foot having drop foot and nerve damage which only allows her to use her left arm from the elbow down. She states she ended up on the floor with her right leg turned in flat under her. She states she used a medical device to contact emergency help and was released from the hospital with no open wound cuts and bruising.

Event description:
Provider states the brakes went out on wheelchair during a transfer and caused the end-user to fall and injure herself.